Manufacturer narrative:
Other, other text: additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis. During analysis, error code 41786 appeared at startup with red screen. The main board will be replaced for the issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited ec 41786 / screen locked up and was beeping with red display. No adverse effects were reported.